Event description:
It has been identified that this record, mrn 9617229-2026-03639, is a duplicate of mrn 9617229-2019-23373 and mrn 9617229-2026-03635. Please see mrn 9617229-2019-23373 and mrn 9617229-2026-03635 for reportable events.

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2026-03639, is a duplicate of mrn 9617229-2019-23373 and mrn 9617229-2026-03635. Please see mrn 9617229-2019-23373 and mrn 9617229-2026-03635 for reportable events.

Event description:
Patient reported through legal representative "siliconomas at the axillary level and rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.